Event description:
Falsely elevated troponin I results of 2.73 and 3.74 ng/ml were obtained on a pt. Customer was running in duplicate and one of the results had an abnormal assay error flag. Results were reported to the physician. Same sample was retested and the results were 0.05 and 0.04 ng/ml. A redraw was tested and a result of 0.03 ng/ml was obtained. Pt treatment was prescribed. Pt was started on lovenox and metaproterenol. There was no report of adverse health consequences as a result of the reported falsely elevated troponin I result. Analysis of the instrument by a dade behring field rep did not identify a probable cause for this event.